Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was placed transvaginally and leaked. The balloon was removed immediately and replaced with a new device to complete the procedure. The patient was hemodynamically stable at the time of the balloon leakage. Blood loss was 400 milliliters prior to placing the balloon and an additional 600 milliliters after the leak was noted. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a bakri tamponade balloon catheter was placed transvaginally and leaked. The balloon was removed immediately and replaced with a new device to complete the procedure. The patient was hemodynamically stable at the time of the balloon leakage. Blood loss was 400 milliliters prior to placing the balloon and an additional 600 milliliters after the leak was noted. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The device was returned in open packaging for investigation. The balloon was leak tested, which showed a pinprick leak in the proximal glue bond. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.